Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with a 510k number k200090. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.